Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had issues with the insulin pump. The customer had received a compromised force sensor system alarm on the insulin pump. The customer was unable to rewind the insulin pump. The customer¿s blood glucose was 323 mg/dl. They treated with manual injection. Troubleshooting could not be performed because the caller did not have the device with them at the time of the call. They were advised to discontinue use of the device and revert to back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.